Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was loss of signal noted on the transmission of the implantable cardiac monitor. The pauses were consistent with loss of contact. The device remains in use. No patient complications have been reported as a result of this event.